Event description:
Facility alleges that the bypass valve failed on the machine, and that the pt was "estimated" to have had two or three treatments with no dialysate going to the dialyzer. The facility reported that neither the pt nor the staff noticed there was no flow to the dialyzer, even though the flow indicator showed there was no flow. The facility reported that blood test results before four treatments in a row came back with eleveated potassium and/or elevated creatinine and bun levels. The facility alleges that the pt died in the hospital while he was being treated to lower his blood electrolytes. The facility alleges that the autopsy report listed myocardial infection, severe aortic artheroslerosis with ulceration and calcification, and coronary atherosclerosis.

Manufacturer narrative:
The device was not MFR by althin medical, inc. The device was MFR in october 1989 by cd medical, inc. Althin medical purchased the mfg facility in 1990.